Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had stuck button alarm. The insulin pump was not exposed to change in altitude. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. All buttons function properly. No damage noted to keypad assembly and connector on electrical board 1 was locked properly during visual inspection. No stuck button alarm noted during testing. Device was connected to a test transmitter/sensor and monitored without any connection interruptions. Device and test transmitter/sensor calibrated successfully. The following were noted during visual inspection: scratched case and pillowing keypad overlay. (B)(4).